Event description:
Caller reported that the t: slim x2 pump battery would not charge, with a power source alert, alert 07, appearing in the pump history. There was no adverse impact to the customer¿s blood glucose level. Upon checking, the caller found the pump charge at 100%, so no further assistance was needed.